Manufacturer narrative:
The device was rec'd on 7/29/97 for complaint analysis. Prior to testing the device was decontaminated. The device was then pressurized to 3 psi of pressure whereby a fiber leak was observed in the fiber bundle. Prior to sterilization, each device is 100% leak tested under the observation of trained personnel. Serial number was leak tested on 7/18/96 and passed test with no leakage noted.

Event description:
The report indicated following 2.5 days of ECMO support a tear in the medical tubing was noted. The tubing was being used in a roller pump. The tubing was changed out with no pt injury reported.